Manufacturer narrative:
Correction: section a1 - the correct patient identifier should have been (B)(6) rather than (B)(6).

Event description:
It was reported that the patient presented for an implant procedure. It was noted that an insulation anomaly was observed in the left ventricular lead, with the presence of blood within the body of the lead. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿uncertainty of lead integrity¿ and ¿there was blood in the body of the lead.¿ as received, a complete lead was returned in one piece. The reported event of ¿there was blood in the body of the lead¿ was confirmed. Visual examination found blood within the lead body consistent with introduced at the time of procedure. The cause of the reported event of ¿there was blood in the body of the lead¿ was isolated to introduced at the time of procedure. The reported event of ¿uncertainty of lead integrity¿ was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.